Manufacturer narrative:
Internal file number - (B)(4). Corrections: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of dissection as listed in the multi-link vision coronary stent system, instructions for use is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The investigation was unable to determine a conclusive cause for the reported stent migration; however, the reported material deformation, difficult to position and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending coronary artery. Following angioplasty with an unspecified balloon dilatation catheter, a 2.0 x 23 mm mini vision stent was advanced and successfully deployed at the lesion. A 2.50 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced for post dilatation, as per standard procedure; however, it failed to cross the deployed stent and was simply removed from the anatomy without resistance. Chest pain was then reported by the patient and on further imaging it was noted that the stent had migrated proximally, towards the left main artery, but remained within the lesion. The bdc was not thought to have caused or contributed to the stent migration. The proximal third of the stent was noted to be subintimal and crushed. Balloon angioplasty with an unspecified bdc was performed to crush the proximal stent further into the vessel wall. An additional same size mini vision stent was deployed to successfully cover the remainder of the stent and successfully treat the lesion. The patient was reported to be well post procedure. No additional information was provided.